Manufacturer narrative:
Two test strip lots were involved in the incident. This report is for the strip lot 300305 that was used to obtain the 232 mg/dl result. Medwatch with patient identifier (B)(6) contains the information for lot 300509 that was used to obtain the 543 mg/dl result.

Event description:
Reporter alleged blood glucose results of 543 mg/dl and 232 mg/dl obtained back-to-back on the aviva system within 2 minutes. Reporter stated customer was feeling no symptoms and no treatment/action was reported. These results were obtained with 2 lots of test strips. A request was made for the return of the suspect device and replacement product was sent.